Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the 20ml syringe was opened in the sterile compounding area and a part of the rubber plunger stuck to the plastic base. There was a damage to the plunger. Additional information received from the customer stated that the black rubber plunger piece did not separate from the rod, but it stuck to the base of the cylinder. The plunger was very difficult to push and pull but, this difficulty did not create the problem. There was no patient harm occurred.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the reported lot was reviewed. The review showed the pieces were visually and physically tested with no issues recorded relating to this customer report. The manufacturing site received one unpackaged sample with this customer report. A complete investigation was performed. The syringe sample was received with the syringe barrel separate from the plunger rod and rubber tip assembly. The rubber tip was fully seated on the plunger rod. A visual inspection was conducted. Dark colored foreign matter was observed on the face and side of the rubber tip and the inside diameter of the syringe barrel face. Dried whitish colored matter was observed on all four of the ribs of the plunger rod, indicating that the syringe had been used. The plunger rod and rubber tip assembly were inserted into the syringe barrel and restriction testing was performed. There was no separation of the rubber tip from the plunger rod. Although the exact root cause cannot be determined per the current investigation, the most probable root cause is determined to be a result of uneven silicone application to the inner dimension of the syringe barrel. When this occurs, there can be a potential for the syringe rubber tip to slightly adhere to the inner dimension where there is contact with the barrel inner dimension at the shoulder. A quality alert will be distributed to the appropriate production and quality associates to communicate the potential issue. Complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.